Manufacturer narrative:
The duodenovideoscope was evaluated for the reported "plugged". A leak test could not be performed due to the clog, black colored foreign material, inside the instrument channel. Foreign material was also noted at the distal end forceps elevator. The brush passage and suction flow were restricted. Additionally, there were indentations and scratches on the plastic distal end cover. The bending section adhesives were cracked. The light guide lens at the distal end was chipped. Black dots were noted on the image and the insertion tube was buckled/kinked. A review of the service history indicated the scope was purchased on (B)(6) 2011 with one service event via repair on (B)(6) 2020 due to a forceps elevator (mechanical) issue. The scope was repaired and returned to the user facility. The OEM (omsc) conducted an investigation. Below is the summary of the results. The details of foreign matter are unknown. There are no reports of health hazards caused by the equipment. Damage marks such as wear on the inner surface of the forceps channel can not be confirmed. From this, it was presumed that the foreign matter was not a substance caused by the device. We confirmed that the product was shipped from the factory to meet the shipping standards. To mitigate risk of patient injury/infection, the IFU (operation manual) provides instructions that states, "inspection of the instrument channel and forceps elector" - confirm that the forceps elector is lowered, then insert the endotherapy. Access through the bird. Confirm that the endotherapy accesse extracts smoothy from the disease end. Also, make sure that no foreign objects come out of the disease end. In addition, "1.4 cautions" - all channels of the endoscope, include the instrument channel and all accessies used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patrol procedure, even if the channels or accesses are not used during the patient procedure. Insufficient cleaning and discrimination or sterilization of these components may pose an infection control risk to patients and/or operators. "2.4 channel cleaning brush (bw-20t)" - the channel cleaning brush is used to brush the inside of the instrument channel and action channel of the endoscope, and the interior and openings of the reaction valve (mh-443), the air/water valve (mh-438) and the biopsy valve (mb-358). This event can be detected by conducting pre-use inspections in accordance with ifa. In addition, it can be prevented by reprocessing according to ifa. The cause of the reported event cannot be determined. As with events raised by other products in the past, it is considered that inadequacy of cleaning is the potential cause of the occurrence. In addition, we have verified that cds property of the equipment can be ensured by performing reprocessing according to IFU.

Event description:
The service group was informed during a standard inspection for a reported "plugged", foreign material was found inside of the duodenovideoscope's instrument channel. There was no patient injury reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the user facility as the facility reported they were ready to perform an endoscopic retrograde cholangiopancreatography (ercp). There was a six minute delay to get a new scope ready. There was no harm to patient. No other information is being released.